Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime/delivery test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted. (B)(4).

Event description:
Customer reported via phone call of having high blood glucose of 587 mg/dl or 589 mg/dl. Customer's blood glucose began on (B)(6) 2016. Customer reported that drive support cap was flushed. It was also reported that insulin pump had been dropped before. Customer was advised that insulin pump would need to be replaced.